Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Insulin pump received with cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked on the reservoir compartment. The customer's blood glucose level was 139 mg/dl at the time of the incident. The insulin pump was neither bumped nor dropped. The drive support cap was not damaged. The device will be returned for analysis.